Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on 04/11/2014 with the following findings: testing was unable to duplicate customer complaint of a dim red display, when pump is turned on no display is present but audio/vibe can be heard/felt and the lens film was discolored. When the pump was opened the display screen was found to be cracked. Unrelated to the complaint, the audio bolus button was missing.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.